Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the duodenal papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2019. According to the complainant, during procedure, when current was applied to the device in order to perform est, it was noticed that the cutting wire broke. It is unknown which part of the cutting wire broke. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the duodenal papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2019. According to the complainant, during procedure, when current was applied to the device in order to perform est, it was noticed that the cutting wire broke. It is unknown which part of the cutting wire broke. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the cutting wire was broken and blackened. There was no other issue noted. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. The device history record review was performed and no anomalies were observed. The review confirmed that the device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.